Manufacturer narrative:
(B)(4) - intraocular pressure rise. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported she was prescribed eye drops for three consecutive months because of high pressure or glaucoma inside the eye. The icl remains implanted. The facility reported the date of the last visit was (B)(6) 2013 and the patient had high pressure, for a duration of one week and was resolved. The patient was prescribed medication. The facility indicated the cause of the high pressure was due to the steroids. The prognosis is good. The patient's best-corrected visual acuity post-op was 20/30.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, medications for lowering iop were prescribed for three consecutive months following icl implantation in 2012. According to the dcr, dated on (B)(6) 2014, the patient was medically treated for elevated iop with eye drops (timolol) and the issue resolved within a week. The patient prognosis was good (va 20/30). According to this report the event was not related to the device and the most likely cause of the event was patient related factor (steroid responder). This condition (steroid-induced iop elevation) usually occurs within a few weeks of beginning steroid therapy and iop lowers spontaneously to the normal range within the few weeks upon stopping the steroid. Drug-induced elevation of iop is more common by open-angle mechanism and corticosteroids are class of drugs that may produce iop increase by this mechanism. Known risk factors include preexisting glaucoma, high myopia, diabetes mellitus, a family history of glaucoma, rheumatoid arthritis. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was patient related factor (steroid responder) and was not related to the device. (B)(4).